Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a sensor error message ("sensor ended start new sensor") after 3 days of wearing the adc freestyle libre sensor. Customer further reported she experienced symptoms of hypoglycemia and a seizure and was treated with a glucagon injection by her husband. Once the customer regained her consciousness, husband gave the customer food. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Event description:
Customer reported receiving a sensor error message ("sensor ended start new sensor") after 3 days of wearing the adc freestyle libre sensor. Customer further reported she experienced symptoms of hypoglycemia and a seizure and was treated with a glucagon injection by her husband. Once the customer regained her consciousness, husband gave the customer food. No further treatment was reported. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Since no product has been returned, extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and showed the libre sensor and sensor kit passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.